Event description:
The customer reported via phone call that the insulin pump had air bubbles in the reservoir and infusion set. The insulin pump alarmed motor error. The customer was feeling sick for the last couple of weeks. The insulin pump was rewound with the reservoir in place. Customer's blood glucose level was 69 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.